Event description:
It was reported that there was anchor breakage. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 4.5 mm pk sa healicoil inserter, shelf carton and patient labels were returned for evaluation. Anchor and suture were not returned for evaluation prohibiting confirmation of the reported complaint of anchor breakage. The inserter shows no abnormalities. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Credit will not be issued.